Manufacturer narrative:
(B)(4). This was the patient's third neurostimulator. At the time of the event the device had reached end of service (eos) and was no longer detecting or delivering stimulation. In 2015, the patient had moved into an assisted living facility and had decided at that time to discontinue active management of her rns system due to lack of family support and transportation options.

Event description:
The patient presented with an open incision that was swollen, scabbing and had a blister on top. The neurostimulator and leads were explanted. The treating center diagnosed this as a deep incisional infection. No additional details were provided by the treating center.